Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found dirt / residue on the light guide (lg) cover lens. Based on the results of the investigation, the reported malfunction could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope had dirt / residue on the light guide (lg) cover lens. There was no report of patient involvement.